Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the patient was readmitted on (B)(6), 2011 with complaints of being tired. At that time plasma free was 25 and ldh was 5200. It was noted that the increased ldh had been a constant problem for this patient. No other signs of hemolysis were noted. The patient was put on tirofiban and heparin and the plasma free was closely monitored. On friday (B)(6), 2011, the patient stated to show increased signs of heart failure with wine colored urine and his plasma free had increased to 50+. Due to worsening symptoms, a decision was made on (B)(6), 2012 to perform an exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.